Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information. Do, d. H., v. Eyvazian, et al. (2018). "Cardiac magnetic resonance imaging using wideband sequences in patients with nonconditional cardiac implanted electronic devices." Heart rhythm 15(2): 218-225. (B)(6).

Event description:
Boston scientific received information from a journal article titled cardiac magnetic resonance imaging using wideband sequences in patients with nonconditional cardiac implanted electronic devices. The authors retrospectively evaluated 114 consecutive cardiac magnetic resonance (cmr) studies in 111 patients between april 2013 and october 2016 at a single tertiary care hospital. Patients were evaluated for major clinical adverse events and device parameter changes immediately after cmr and at clinical follow-up. There were no patient deaths, new arrhythmias, immediate generator or lead failures, electrical resets, or pacing capture failures in dependent patients. Two lead failures occurred during subsequent follow-up: 1 ra lead dislodgement and 1 rv lead with noncapture, both following catheter ablation in the same chamber.

Manufacturer narrative:
No additional information was available from the journal author contact. Do, d. H., v. Eyvazian, et al. (2018). "Cardiac magnetic resonance imaging using wideband sequences in patients with nonconditional cardiac implanted electronic devices." Heart rhythm 15(2): 218-225. (B)(6).

Event description:
---